Manufacturer narrative:
Evaluation summary: the distal tip was slightly flared. The stent was positioned on the balloon between the marker bands as per specifications. The middle portion of the stent had evidence of raised struts. (B)(4).

Event description:
A resolute integrity drug-eluting was being used to treat a lesion in the rca. The lesion was 75-80% stenosed with moderate tortuosity and severe calcification. The device was removed from packaging per IFU and inspected prior to use with no issues noted. The lesion was not pre-dilated. Resistance was encountered when advancing the device but it is unknown if excessive force was used. It is reported that the device could not cross the lesion. The physician indicated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no patient injury reported.